Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
The surgeon placed the cam-lock tightener in the cam-lock and the cam-lock immediately came loose. It was broken. Perhaps when the surgeon was straightening the plate it may have crushed the attachment but the surgeon did place the bender in the bending zones on the back of the plate. The plate was left in. A (B)(4) screw was taken out and a (B)(4) screw was placed because we felt a constrained screw might be more secure